Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test and unable to download history files and traces confirmed due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly during visual inspection.¿ swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba2. Force sensor zero offset within specification 22.1mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, cracked case (battery tube). Unable to test and unable to download history files and traces due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm during testing confirmed, problem isolated to the pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image), and stated that the alarm could not be cleared, so the alarm history could not be checked. The customer was asked to press the down button or middle button, but was unable to clear the alarm. A critical pump error was displayed, and the customer was instructed to remove the infusion set and disconnect the pump from the body. The customer could not confirm the specific error number for the critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump does not show any signs of damage. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.